Event description:
Information received from the field notes that the patient presented to physician in severe congestive heart failure. The dev ice sensor was off although it had previously been programmed to vvir. The physician reprogrammed the device to on. Initially the patient felt fine, but after two weeks felt weak and tired. The device was again reprogrammed to on bu t with the same results. On the third visit, the sensor was unresponsive.